Event description:
Stryker rep opened implant box onto sterile field, handed the operating room circulator the outer box. Circulator noted exp date and immediately informed the rep and surgeon of exp date. Rep explained to surgeon that the exp date pertained to the box and outer wrapping. Physician chose to use the expired implant. He was made aware that there was another implant available.